Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had gas loss in iab circuit alarms and then failed the pneumatic leak test. The unit was swapped out. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 device available for eval, return to manufacture date, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: g1 contact person mfg site. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that they were able to reproduce the failure. The fse replaced the pneumatic module assembly. The unit passed all functional and safety tests.

Manufacturer narrative:
Updated fields: b4. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number, pneumatic module assy. Into the cardiosave test fixture serial number and tested the pneumatic module to factory specifications per procedure. The fat dept. Performed the all manifold test . The pneumatic module failed the differential pressure test. The result of the test was 6mmhg. The factory specification is 6mmhg. Although the unit reported 6mmhg, the reading is actually slightly higher than that, and the unit reported a failure. The pneumatic module failed testing. Retaining the pneumatic module in the fat per procedure.

Event description:
N/a